Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a new cartridge with 300 units of insulin. After reloading the cartridge, an accurate fill estimate reading was received. The customer's blood glucose level was not impacted. Reportedly, the customer was using apidra insulin in the cartridge.